Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/20/2025, a sales representative reported via (B)(4) that an ar-9202-09p arthrex univers¿ ii 3d stem impactor cracked in half. This occurred during use when impacting the instrument cracked in half. There patient was no affected.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is wear and tear.